Event description:
It was reported that the patients device stopped working the night prior. The patient stated it was fine until he started eating. The patient did not make any adjustments on his own and there was no other event noted. The programmer showed the device was on. The patient was redirected to their managing physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v590198, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v550608, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).